Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not getting any power was confirmed. An assessment was performed and it was determined that the device was not functional. It was further determined that the device did not engage when power was applied, and the mode switch was too loose. It was noted that the unit's electronic control unit (ecu) was damaged and force to operate the mode switch was below the lower limit. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer/drill device was not getting any power. It was reported that there was no delay due to the event as an unspecified spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.